Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 500 mg/dl. She was treated with an insulin drip. The customer's symptom of high blood glucose was headache. Troubleshooting was performed. Air bubbles were found in the infusion set tubing. There were approximately ten air bubbles, up to a quarter of an inch in length. Insulin did not exit the tubing during a manual prime. No leaks were found. The customer had received a no delivery alarm during manual prime. After disconnecting and reconnecting the infusion set and reservoir, insulin did not exit. Customer was advised to change the entire set and reservoir. All known settings and bolus history were correct on the insulin pump. The high pressure test was performed and passed. Nothing further reported.